Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they want to change program a bit but forgot how to do it and after understanding how there was no problem. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since getting the stimulator, they still go all the time, every couple of hours at night. Patient further stated that they thought they go all the time because they swells up because "some of her veins", because they are old. It was further reported that patient does not empty completely and had to move difference positions to go and sits there for 4-5 minutes and never empties. Patient then reported that around 2018 they were bleeding and having infection again and they could not find the source of it . Evidently it is now getting better as they do not have any symptoms and that since they got the stimulator, it has cut down on a lot of infections. Patient was redirected to their health care professional to follow up with reported symptoms. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and health care professional stated that there was no infection detected and that patient was not emptying completely due to unrelated medical issues no further complications were noted or anticipated